Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The reaction was described as red and bumpy, located under the sensor pod. The affected area was treated with cortisone cream prescribed for the skin reaction. Date of prescription was not provided. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.